Manufacturer narrative:
Na

Event description:
The customer returned the ventilator to the field service center for a scheduled preventative maintenance. The field service center reported that the ventilator alarm sounder did not alarm during service.